Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the device which was not returned by the customer. Brasseler will follow up with a supplemental report if more information becomes available.

Event description:
During an orif (open reduction and internal fixation) finger procedure, the k-wires snapped into multiple pieces. The patient had a broken finger. The k-wires were used to stabilize the break. There was a clinically relevant procedural delay. The patient was under anaesthesia for a longer time due to the doctor having to use multiple k-wires and dig out the broken pieces. No other information has been provided.